Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message when powering on was confirmed during archive data review but was not reproduced during functional testing. No device malfunction was observed during the testing and the autopulse platform worked as intended. The archive file showed the platform displayed multiple (ua) 45 error messages upon powering on around the reported event date. The driveshaft had been rotated back to its home position before returning for evaluation. The probable root cause of the reported (ua)45 was related to the encoder driveshaft not being within the normally acceptable range (4157 cts) when powered on (encoder lower_limit = 2735 counts, encoder upper_limit = 3409 counts). User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During visual inspection, no physical damage was observed on the platform. The power distribution board revision is up to date. Based on archive data review, (ua) 45 error message was found on event date. Thus, confirming the reported complaint. Unrelated to the complaint, the archive also shows (ua) 12 (lifeband not present) and (ua) 18 (max take-up revolution exceeded) error messages. (Ua) 12 occurred because the belt clip not detected in the spool shaft upon turning on the device. (Ua) 18 occurred because upon turning on the device, the drive shaft moved the lifeband past the maximum allowable take-up depth without detecting a load of proper size and weight. Based on the customer's report, both (ua) 12 and (ua) 18 occurred during the evaluation of the platform at the customer site and were cleared by zoll rep at the customer site. The autopulse platform passed the initial functional testing without any fault or error. After service, the autopulse platform was subjected to the run-in test without any fault or error. The autopulse platform passed the final testing.

Event description:
When the zoll rep was on site, the autopulse platform (sn (B)(6)) was taken out of storage for testing. He cleared the displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. Then, the platform displayed user advisory (ua) 12 (lifeband not present) and (ua) 18 (max take-up revolution exceeded) error messages. Both user advisories were cleared, but the (ua) 45 returned when the device was restarted. The platform continued to display (ua) 45 every time the device was powered on. No patient involvement.